Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly showed 0 units of insulin left. The customer received a cartridge alarm (cartridge alarm 9). In addition, while attempting to fill multiple new cartridges the customer noted the cartridges were leaking insulin. The customer attempted to load each cartridge onto the pump and received a minimum fill notification. This occurred with 4 different cartridges. Customer reported blood glucose (bg) level was 500 (mg/dl). A manual injection and a bolus via the pump were administered to address bg level. Reportedly, the customer began using manual injections as insulin therapy. Although requested, additional information regarding this event was not provided.